Event description:
The patient reported hearing an alert that sounded like a european siren coming from the device going off intermittently at different times for 1-2 seconds. The patient indicated that at the last device check, 1.3 years ago the battery was "almost dead." Attempts to gain additional information were not successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2006. (B)(4).